Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet in the reported problem area of the pipette assembly. In addition, a bad plunger clamp was found in another area of the pipette assembly. The plunger clamp, tip clamp and a spur gear were replaced. The instrument was inspected, tested without further problem, and returned to service.